Event description:
It was reported patient experienced rashes over her low back at both incision sites. The allergic reaction of contact dermatitis was recurring and unsure if related to the stimulator. As such surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch:8607480.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.